Event description:
This lead shows out of range shock impedance following a generator change. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Update received: this lead was damaged during generator change on (B)(6) 2022. Noise was noted on the ff channel which led to this discovery. Lead was capped on (B)(6) 2022 the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.